Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone14.6. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels rose to greater than 250 mg/dl between 24 and 36 hours of wearing the pod. The patient reported they changed their pod and have since not been able to control their bg levels. The patient has given themselves boluses which have not been successful. The patient reported the cannula was inserted into the skin, and upon removal the cannula was visible and appeared normal. The patient further reported the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed that the pod ran for 1871 pulses and delivered boluses before deactivating. No errors or abnormalities were observed. The needle mechanism assembly showed no damage or deficiencies that would contribute to a needle mechanism failure. The needle mechanism was reset and deployed; no issues were observed. Therefore, no problem was found regarding the reported needle mechanism failure event.